Manufacturer narrative:
A boston scientific technical services consultant expressed concern regarding the function of this right ventricular (rv) lead. The caller discuss the clinical observations with this patient's physician. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was programmed to ddd mode at a rate of 30ppm as historically the patient had only been paced about 3% in the right ventricle (rv). However,the pacing percentage changed and showed 40%. Additionally, pacing impedance was greater than 2500 ohms and there was no sensing and no capture at maximum device outputs. A boston scientific technical services consultant expressed concern regarding the function of this right ventricular (rv) lead. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.